Event description:
Warm knee [joint warmth]. Knee effusion [joint effusion]. Painful knee [arthralgia]. Swollen knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding an (B)(6) male pt, initials (B)(6). The pt's relevant medical history is not available. On (B)(6) 2009 the pt received the first synvisc injection, for osteoarthritis, administered via intra-articular route at a dose of 2 ml in an interval of one week apart. Few hours after the injection, the pt experienced warmth in knee pain, knee swelling and knee oedema that were severe in intensity and required intervention according to the physician. The pt did not experience fever and he was treated with antibiotic augmentin (amoxicillin). On an unspecified date fluid paracentesis was performed three times and 75-80 ml of knee fluid was withdrawn. The knee fluid was pale. Articular fluid cultivation was not performed. The physician reported that the second and the third synvisc injections were not given. At the time of this report the pt recovered. The physician assessed the relationship between the reported events and synvisc as probable. On (B)(6) 2009, the investigation summary was received. The production and quality control documentation for lot# uo8112 with expiry date may 2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(4).

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# uo8112 with expiry date may 2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.